Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a cystocele, a rectocele, and urinary retention. The patient underwent perineocele with mesh trimming/repair and perineoplasty on (B)(6) 2009 due to pain. The patient underwent perirectal tear repair on (B)(6) 2001. The patient underwent removal of mesh on (B)(6) 2011 due to pain. (B)(4)-perirectal tear.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.